Event description:
Information received indicates one of the foot brake casters did not hold in the brake mode.

Manufacturer narrative:
The technician found that the internal brake is broken and is not placing tension on the wheel in brake mode. He replaced the brake caster and brakes functioned properly.